Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was provided by a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the nurse stated last week the patient had magnetic resonance imaging (MRI) and then on the way home from the MRI he had spasms and spasticity. The hcp stated that a medtronic rep did check the patient's pump over the weekend to confirm that a motor star recovery occurred. The nurse wanted to find out who was the rep that interrogated the pump so that she could have a report for her purposes. Technical services redirected the hcp to the national answering service to page a rep.